Manufacturer narrative:
Device repairs for implementation of field change (B)(4).

Event description:
The customer reported reboot issues occurring involving the information center ix and admit/discharge/transfer operations. The issue occurred after january 1 2018. There was no patient incident.